Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision with unknown mentor gel breast implant experienced left-sided capsular contracture (grade unknown) and left-sided implant rupture postoperatively. The patient presented with tightness and discomfort, along with a difference in appearance on the left side, and rupture was confirmed by MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.